Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction for no power up was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to note the battery used at the time of the reported event was not returned for evaluation. The reported malfunction for the device self-discharge was not verified. Review of the activity logs indicated the user pressed buttons energy down, charge, and shock which indicated an open impedance. The customer?s report has been determined to be unsubstantiated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up using battery power. Once the device was plugged into ac power the device self discharged when turned to defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.